Manufacturer narrative:
Investigation results: maquet cardiovascular received the device on 12/21/2009. The visual inspection revealed that the non-folded seal remained inside the loader. The delivery device was not attached to the loader and the plunger had not been depressed. A supplemental report will be submitted when the investigation has been completed and the final failure analysis has been received. (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, two heartstring seals would not load correctly into the delivery tube. A replacement heartstring seal was used to complete the procedure. No pt complications were reported by the hospital. This report is for the second seal.